Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion exposing the outer coil noted at 17.1 cm to 17.4 cm from the connector pin consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.